Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1053007. Medical device expiration date: 2026-02-28 . Device manufacture date: 2021-02-22. Medical device lot #: 1113417. Medical device expiration date: 2026-03-31. Device manufacture date: 2021-04-23. Investigation summary: it was reported the scale markings are faulty. To aid in the investigation, two samples in opened packaging blisters and one photo was received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. The photo provided shows the two samples received. A device history record review was completed for provided material number 302830, lot numbers 1053007 and 1113417. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. To date there have been no other similar events reported for these lots. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 4 bd 20ml syringe luer-lok¿ tips experienced scale marking issues. The following information was provided by the initial reporter: the scale of the syringes are shown to be faulty.